Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon evaluation, it was found that the flash memory chips (components u102 and u105) were corrupt and needed to be replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the corrupt memory. The patient received a replacement monitor.

Event description:
A (B)(6) female patient contacted zoll customer support to report that her monitor will not power on. The patient tried both batteries without luck. The patient was issued a replacement monitor.